Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of bent cannula. The site of infusion set insertion was abdomen. Event occurred on the first day of using the infusion set. The event was resolved by replacing infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).